Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a no delivery, motor error and button error alarms on her insulin pump. After the no delivery alarm, the customer stated, she did another rewind and prime, and the alarm seemed to go away. Troubleshooting for the no delivery alarm was unable to be performed because of the motor error and button error alarms, the latter of which took place on (B)(6) 2014, per the alarm history. Her blood glucose was 270 mg/dl. The customer was advised to discontinue use and revert to a back-up plan.